Event description:
The relayplus device was inserted from the left femoral artery for tever. Due to the tortuosity of the access vessel, it seemed that the outer sheath was difficult to advance. When the tip of the relayplus device was approached near the proximal landing zone of the previously implanted evar device, the outer sheath at the external iliac region got kinked and could not be advanced any further. The device was withdrawn, and a backup device of the same size was used to continue the procedure, and the procedure was completed successfully. Operation type: tevar ancillary device: lunderquist stiff guidewire (cook medical). (B)(4). Patient outcome - "no health damage."

Event description:
The relayplus device was inserted from the left femoral artery for tever. Due to the tortuosity of the access vessel, it seemed that the outer sheath was difficult to advance. When the tip of the relayplus device was approached near the proximal landing zone of the previously implanted evar device, the outer sheath at the external iliac region got kinked and could not be advanced any further. The device was withdrawn, and a backup device of the same size was used to continue the procedure, and the procedure was completed successfully. Operation type: tevar ancillary device: lunderquist stiff guidewire (cook medical). (Tc #(B)(4)) patient outcome - "no health damage."